Event description:
During an incident in 1999 involving a female patient in respiratory distress after a seizure and then cardiac arrest while crew was on scene, this defibrillator was turned on and it would only prompt "check electrodes". Several attempts were made with the same result. CPR was continued until als arrived and took over patient care. The patient was pronounced. The patient's daughter said she had a seizure 10 minutes prior to the crew's arrival. The patient has a history of asthma and seizures.

Manufacturer narrative:
The returned defibrillator was tested and proper operation was verified. This testing included verification of the unit's impedance detection circuit and ability to treat a rhythm. The electrodes used at the scene were not returned for evaluation. The printout obtained from the returned mcm documents the unit sensed changing impedance as it first recognized defib electrodes, prompted "check electrodes" and then sensed monitoring electrodes before prompting "check electrodes" again. At the second power-on, the unit sensed monitoring electrodes and then prompted "check electrodes". The "check electrodes" message is displayed if defibrillation pads are being used and the patient's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. It is believed that poor patient-to-electrode pad contact, high transthoracic patient impedance or a combination of these factors prevented the device from analyzing the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin preparation, inadequate pad adhesion, and electrode discrepancies. The reporter was sent a letter explaining our evaluation.